Event description:
Four treatments on low speed with a minute rest between treatments were performed using a diamondback 360 coronary orbital atherectomy device in the right coronary artery. Following stent placement, a major dissection resulting in a perforation was observed via angiogram imaging. Covered stents were placed in the vessel and pericardiocentesis was performed. The patient was admitted for overnight observation. The following day, they were stable and discharged.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vessel injury, including perforation and dissection, are a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).